Event description:
This report is being filed for the tear noted on the soft tip of the steerable guide catheter found during returned device analysis. A torn soft tip has the remote potential to cause serious injury if a piece of the soft tip is left behind in the patient. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 via left femoral access. The clip delivery system (cds) was advanced through the steerable guide catheter (sgc) to the left atrium (la). It was noted that the sgc was rotated towards the anterior position by 120 degrees, and it was not possible to release this rotation because without this rotation, the clip was touching la posterior wall. With the m-knob rotation, the cds immediately started deflecting medial and posterior instead of medial and anterior; therefore, the cds was replaced and a new cds was used successfully. The mr was reduced to 1-2 with the implantation of one clip. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis found that the steerable guide catheter soft tip was torn. All soft tip material was present and accounted for. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: mitraclip system, clip delivery system (cds 10350845/(B)(4)). The sgc was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records, complaint history and the analysis of the returned device were reviewed. Although there was no malfunction reported with the steerable guiding catheter (sgc) used during the procedure, the analysis of the returned product identified that the soft tip material was torn. Further inspection of the soft tip material under the keyence confirmed that there was no material missing from the tip. Potential causes for tears in the soft tip material can include, but are not limited to, procedural conditions/ user technique in regards to removing the clip delivery system (cds) during the procedure or manufacturing anomalies. With respect to procedural conditions and/or user technique, tears in the soft tip can be influenced by an interaction with the clip due to it not being fully closed upon removal, the orientation of the clip with respect to the guide tip, or curves on the sgc applied by the user. In this case, while this cannot be confirmed, it is possible that there was a slight interaction between the clip and guide tip during removal which resulted in the minor tearing identified in the soft tip. Although this type of damage is consistent with an interaction between the clip and guide tip, a definitive cause for the tears cannot be determined based on the information reported. There is no evidence of a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint-handling database identified no other incidents of soft tip damage reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.